Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure with dilatation on (B)(6) 2010 ((B)(6), female patient; weight unknown). According to the complainant, the patient was being treated for an esophageal stricture (cause of the stricture is unknown). During the procedure, the balloon was successfully inflated to 15mm and 16.5mm without any complications. On the third dilatation to 18mm, the balloon popped. Nothing detached inside the patient. A second balloon was not used; the case was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).